Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels up to 500 mg/dl. Blood glucose level at the time of the call was 251 mg/dl. Customer reported that she had been treating using manual injections.during troubleshooting, the insulin pump did not show any sign of malfunction, but customer requested a replacement. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.